Manufacturer narrative:
No fluid or foggy in or under lcd window noted. The insulin pump received with button error alarm and had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The customer reported fluid was present under the lcd display. The customer also reported a button error alarm occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.